Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that they are having inaccurate readings with their pump. Customer's blood glucose level was 72 mg/dl. Customer's blood glucose level was over 72 mg/dl and the sensor glucose reading was 107 mg/dl which triggered the insulin pump to suspend insulin delivery. The sensor will be replaced and will not be returned for analysis.